Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9168746. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Functional testing was performed on the retention samples for the reported lot number. The results did not indicate the presence of any abnormalities in the tested units for lot number 9168746. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the pegasus yel 24ga x 0.75in qsyte-cap y experienced leakage during use. The following information was provided by the initial reporter: during the puncture, blood leakage was found in the bifurcation of the catheter base. The nurse immediately removed the indwelling needle. The product was not retained.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pegasus yel 24ga x 0.75in qsyte-cap y experienced leakage during use. The following information was provided by the initial reporter: during the puncture, blood leakage was found in the bifurcation of the catheter base. The nurse immediately removed the indwelling needle. The product was not retained.